Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: dc port/cable damage, air path screw cracked, back boss cracked, crack under sd. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. The dc power connector cable needs to be replaced due to the physical damage/sheared socket outer casing. The customer does not want any repairs done to the unit. The inlet air path assembly and removable air path foam were replaced per remediation.   The device cannot be tested due to the dc cable/connector physical damage. The device did not pass testing.